Event description:
Procedure type: colectomy. According to the reporter: an intra-operative leak was discovered during air test. The staple line was cut out and the surgeon performed another anastomosis hand sewn. Surgery was delayed about 20 to 30 minutes. No stomas were set and no blood loss reported. No patient details were disclosed.

Manufacturer narrative:
Initial report sent: 04/23/2008.